Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a stent placement procedure in the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, when the stent was attempted to be released, the guide catheter kinked, the push catheter buckled, and the stent was unable to be deployed. It was confirmed that no portion of the device broke or cracked. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4) - for the reported event of guide catheter broken. The delivery system and stent were returned for evaluation with the stent separated from the delivery system. Visual evaluation of the device revealed the suture to be intact and attached to the push catheter. No damage was noted to the stent or suture. The suture hole of the push catheter was found torn and the working length of the push catheter was found buckled. The guide catheter was found stretched and broken. The broken proximal end of the guide catheter was not returned and the broken distal piece remained inside the push catheter. A kink was also noted in the guide catheter. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.